Manufacturer narrative:
Pump was received with a missing battery cap contact. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms or failed battery test alerts noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery or failed battery test alerts found in the history files on the event date of 30-oct-2025 or seven days prior. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 30-oct-2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: missing display window/cover, battery cap contact missing, battery tube threads - cracked and cracked case-corner of belt clip rails. Missing battery cap contact confirmed. Unresponsive keypad, no delivery/occlusion alarm, unexpected insulin flow blocked alarm and failed battery test were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged unresponsive buttons, insulin flow block requiring early supply changes, a broken battery piece, and issues with the battery compartment recognizing the battery. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. Troubleshooting was partially performed for battery cap issues, and the customer reported battery cap damage. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-397a. No product return is required for mmt-332a.